Event description:
On (B)(6) 2026, a patient underwent a rf ablation procedure using the venclose system digirf generator. During procedure, it was reported that the venclose generator began making noises and the patient experienced burning. Doctor readjusted the catheter and ensured enough tumescent and began procedure again. The machine made the same noises, and the patient had burning again. They changed out machines and the patient did fine after changing machines. The facility did not confirm whether the catheter was replaced, they only stated that they completed the procedures. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.